Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, upon unpacking, the balloon ruptured. The device was immediately replaced, and the procedure was completed without any patient complications reported.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, upon unpacking, the balloon ruptured. The device was immediately replaced, and the procedure was completed without any patient complications reported. It was further reported that the balloon ruptured outside the patient's body after the package was opened. The patient remained in stable condition following the procedure.